Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stents were implanted in the lad. Approximately 16 months post procedure the patient suffered hospital acquired pneumonia leading to prolonged hospitalization and treatment with medication. The patient is not recovered. The investigator and sponsor assessed event is not related to device or anti platelet medication.